Manufacturer narrative:
The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the ER not feeling well. High capture threshold due to leads dislodgments were observed. The patient moved the device into the breast implant pocket. Lv was capped and replaced. Ra and rv leads were explanted and replaced. The device remains implanted and in use. The patient is stable post-procedure.